Manufacturer narrative:
Event date unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. A review of the event history log found records of 'cassette not attached properly' alarms. Functional testing was able to verify and duplicate the reported problem. The dso was determined to be the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attaching error. There was unknown patient involvement.